Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as touch contamination from diarrhea, which resulted in bacterial peritonitis. The peritonitis manifested by abdominal pain, diarrhea and cloudy effluent. The patient was hospitalized on the same day for the reported event. The treatment included ceftazidim and cefazolin (doses, routes and frequencies not reported). Twelve days later, this treatment was discontinued and the patient was started on ciprofloxacin and tienam (doses, routes and frequencies not reported). Three weeks later, the treatment with ciprofloxacin and tienam was discontinued and the patient was discharged from the hospital. The patient recovered from the peritonitis and the pd therapy was ongoing. No additional information is available.